Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced pain, difficulty walking, and a fever. The physician believed that the patients symptoms were not device related. The patient was sent to the emergency room, was given steroid injections and pain medications. The patient was sent home to continue the trial.